Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 3000 mcg/ml of fentanyl at 1299.1 mcg/day, 1400 mcg/ml of clonidine at 606.3 mcg/day, 12.0 mg/ml of bupivacaine at 5.197 mg/day, and 1200 mcg/ml of baclofen at 519.7 mcg/day via an implantable pump for spinal pain. On (B)(6) 2017, it was reported that the patient was admitted to the ICU intubated and unconscious. The patient's pump medication was running out. No further complications were reported.